Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the insertable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. No patient consequences.

Event description:
New information received notes the programming changes were made. The patient was in a stable condition.

Event description:
New information received notes the icm was explanted.

Manufacturer narrative:
The reported event of under-sensing could not be confirmed.the device was received with no telemetry at end of life (eol). A new battery was connected and analysis performed, including sensing test at nominal and high sensitivity settings indicated normal device functionality. The implant duration exceeds the projected longevity indicating normal battery depletion.